Event description:
In 2008, a customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) unit during dwell 2 of 3. The home patient's (hp) mother stated that the bag fell and became un-spiked. The technical service representative (tsr) assisted the home patient (hp) to reset the alarms and unload the cassette/bags. The hp was going to finish therapy with a manual exchange in the morning. The tsr referred the hp to the on-call nurse for further medical instructions. There was no patient injury or medical intervention indicated at the time of the initial report. The following month, the nurse was contacted and stated that the hp developed peritonitis. On ten days later, information for the peritonitis worksheet was obtained. The hp was diagnosed the day after the original date, and hospitalized from the same day through the following month. The hp presented with a cloudy effluent bag. On the day after the original date, a cell count was performed, and leucocytes were 4660, lymphocytes 7% and gram stain was gram-positive cocci. A culture was also taken the same day, and 4+ staphylococcus epidermidis was identified. The hp was given vancomycin from the same day until the week of the following month (specific date unknown). Ceftazidime was also given during that time. The nurse indicated there was a break in aseptic technique when a supply bag fell and became disconnected. This supply bag was placed on top of the heater bag, slid off and became un-spiked. The nurse indicated having retrained the caregiver on proper procedures. The hp has recovered from this peritonitis episode (recovery date unknown).